Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 0580-1-440; exeter v40 stem 44mm no 0; lot# g8596204, cat# 709-04-52e tridentii tritanium multi 52e; lot# 96687401a, cat# 6570-0-136 delta v-40 ceramic head 36/0; lot# 15305552, cat# 7030-6515 6.5mm low profile hex screw 15mm; lot# u7n, cat# b004-0155 osteonics sized cement-plug; lot# 6m10332. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: a patient who underwent total hip arthroplasty (tha) at another hospital on (B)(6) 2024 developed an infection, and all implants were removed on (B)(6) 2026.